Manufacturer narrative:
.

Event description:
The pt had experienced a decreased level of consciousness and convulsions had occurred. Findings from CT scan had revealed an ecchymoma (bruise), had been found on the right-side subcortex at 1.5 to 2cm. The lead was explanted and the ecchymoma was removed during the case. Additional info received shows the physician discarded the device after the case; no malfunction had been suspected. The pt outcome has not been reported to the MFR.